Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was failed. A field service engineer found that the universal serial bus connection to the keyboard had been relocated, with the issue occurring over time and the diagnostics tool test was performed, and the keyboard passed. There were no power management settings enabled on the universal serial bus ports, and no errors were found relating to the keyboard. The customer stated the user would contact bd phone support to check on the software and informed that bd support had fixed the issue. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard failed, and the keys on the right hand side were not responding. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.